Event description:
It was reported that during a right video assisted thoracic wedge resection procedure, the clips were crossing. The clips were not feeding correctly. They were ejecting out of the jaws. The clips fell into the patient and were retrieved. The incision was lengthen. Per the surgeon, lengthening the incision was already planned to complete the procedure. There was no patient impact. The patient is fine.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.